Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: d.6., g.3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, wear abrasion, flat creases. Leak test and microscopic analysis was performed which identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap) and a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening. A crack opening on valve assessed as cracked valve seat diaphragm valve.